Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
Surgeon notified patient of recall device. Patient had a primary surgery on left hip (B)(6) 2007. Patient is now experiencing a loss of mobility, instability, short leg and back pain. Surgeon took xrays which showed the ball collapsed on top of stem. Surgeon plans to replace device during upcoming surgery of (B)(6) 2016.

Manufacturer narrative:
An event regarding alleged instability, pain, short leg and wear involving a metal head was reported. The event was confirmed for wear. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: a review of the primary operative report, office notes, MRI report, revision operative report, and x-ray printouts by the consulting clinician indicated "on (B)(6) 2016 revision left total hip arthroplasty femur and acetabular liner was performed for a post-operative diagnosis of "complication of internal orthopaedic prosthetic device". "The report notes, "moderate amount of dark gray synovial fluid sent to the lab. Metallosis and synovitis ... Femoral head grossly loose on misshapen trunnion". "There is no examination of the explanted components, no dated serial x-rays or MRI images, no documented clinical follow-up between september 13, 2007 and march 11, 2016 available for review. Based upon the information available for review, no determination can be made regarding the cause of this clinical situation regarding the head/trunnion junction in this case." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the event was confirmed. A review of the operative notes by the consulting clinician indicated that "femoral head grossly loose on misshapen trunnion." However, the root cause could not be determined based on review of the primary operative report, office notes, MRI report, revision operative report, and x-ray printouts by the consulting clinician indicated "there is no examination of the explanted components, no dated serial x-rays or MRI images, no documented clinical follow-up between september 13, 2007 and march 11, 2016 available for review. Based upon the information available for review, no determination can be made regarding the cause of this clinical situation regarding the head/trunnion junction in this case." Additionally, the reported device is not associated with a recall. If further information and/or devices becomes available, this investigation will be re-opened.

Event description:
Surgeon notified patient of recall device. Patient had a primary surgery on left hip (B)(6) 2007. Patient is now experiencing a loss of mobility, instability, short leg and back pain. Surgeon took xrays which showed the ball collapsed on top of stem. Surgeon plans to replace device during upcoming surgery of (B)(6) 2016. Per sales rep, the 44 v-40 metal head had worn down the trunnion on the accolade #5. The stem was removed and a mod/ cone/ conical replaced the accolade stem.

Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Surgeon notified patient of recall device. Patient had a primary surgery on left hip (B)(6)2007. Patient is now experiencing a loss of mobility, instability, short leg and back pain. Surgeon took xrays which showed the ball collapsed on top of stem. Surgeon plans to replace device during upcoming surgery of (B)(6)2016. Update: per sales rep, the 44 v-40 metal head had worn down the trunnion on the acolade #5. The stem was removed and a mod/ cone/ conical replaced the accolade stem.